Event description:
The patient with a diagnosis of post-laminectomy syndrome presents with malfunctioning intrathecal pump and failed prior dye studies. Ascenda 2 catheter from the anchor (noted overlying l5 spinous process) to the pump was visible on x-ray, which was unexpected given it should be a radiolucent catheter. Presumed remaining contrast from previous dye study, indicating pump was occluded or non-functional. An attempt was made to withdraw the catheter tip to a lower level (did not need t4 level, previously used to try and cover neck pain as well as low back pain). However, the patient noted radicular pain down left lower extremity, with emg readings noted by neuro-monitoring along bilateral lower extremities. A decision was made to proceed with replacement of both intrathecal catheter portion and pump itself, and leave the old intrathecal catheter in place. The old intrathecal catheter was knotted at two locations on itself. Three separate ties were used to tie off three additional points of the old intrathecal catheter. Finally, the catheter end was doubled on itself and a single tie was used to tie the folded catheter. The old intrathecal pump was excised and removed. Note, the old pump and catheter was implanted more than four years ago. A new intrathecal pump and catheter was implanted.